Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) came out without the system being released. There was no reported patient injury. A 6f non-cordis sheath was used. The device will be returned for evaluation.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was prematurely deployed without system deployment. Hemostasis was achieved using a sandbag. There was no reported patient injury. A 6f non cordis sheath was used. Additional information was requested but not provided. There was no vessel tortuosity observed. Moderate peripheral vascular disease (pvd) or calcium was present in the vicinity of the puncture site. The device was later returned for evaluation as previously expected.

Manufacturer narrative:
Additional information was received regarding details of the event. This event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2518305 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.